Event description:
It was reported that the robotic assisted saw interface device saw will not fire when the trigger is pulled. The reporter found the issues to be repeatable and possibly related to the saw and sasi connection. During an in-house engineering evaluation, it was determined that the device had undesired movement or play. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the actual device was returned for evaluation. Visual analysis found no significant damage or visual defects with the sasi. All of the electrical ports were clear and no defects on the electrical pins were observed. The overall appearance of the device shows signs of normal wear. A functional evaluation was performed and the assessment found that the left-sasi saw clamp lever articulated freely without the saw handpiece. However, during functional testing with the handpiece attached, undesired movement or play was observed between the sasi clamp and the sasi itself. The assembly between the sh and planar felt secure. The short saw cable of the sh plugged into the sasi all the way without any difficulty. Based on the investigation findings, the root cause of the undesired movement or play between the sasi clamp and sasi itself is traced to design and has been escalated to a CAPA.